Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime and excessive no delivery alarm test. The insulin pump passed the self test and off no power alarm test with no alarms. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a stained end cap sticker. No reservoir window crack was noted. The visual inspection showed that damage to the display was a scratch and not a crack as reported by the user.